Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for initial implant. Post procedure device interrogation and x-ray revealed that the right atrial lead had dislodged. The lead was explanted and replaced on (B)(6) 2019. Patient was in stable condition post procedure.